Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The trailblazer catheter was received for evaluation without the section of the catheter containing the marker bands . The distal end of the fractured catheter exhibited longitudinal stretching/ necking. The length of the catheter segment was 132.8cm from the distal edge of the strain relief. The nominal dimension for the catheter to the proximal marker band is approximately 105cm. This would suggest that the catheter was subjected to tensile forces exceeding the materials yield strength. There was also a kink 5.1cm from the fracture face.

Event description:
This procedure was performed in (B)(6). While withdrawing the trailblazer from the patient, the physician felt great resistance when it passed through the lesion position. Looking at angio images the tip of the trailblazer was found to be broken and left in the patient. The broken tip of the trailblazer was jailed up with a stent in the vessel.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Two angiographic images were received showing the trailblazer in the vessel. Additional information has been requested. Should it become available a supplemental report will be submitted.